Manufacturer narrative:
Field service determined that loose hinges on the cover, top rear, c8000 (7-95560-01) was the cause of the issue and adjusted the hinges. Adjustment resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for serial c804375, as described in this complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not reveal any trends for the architect c8000 processing module or the cover, top rear, c8000. Additionally, labeling was reviewed and found to be adequate. The architect system operations manual addresses proper and safe operation and function of the architectc8000 system. The architect c8000 system service and support manual provides instructions for routinely checking the c8000 rear cover to ensure proper function. Based on the investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that she was hit in the head by the upper back cover of the architect c8000 processing module when she was changing the lamp. The support spring on the lid was loose. The user experienced pain in the top head, no other injuries or intervention was reported. No adverse impact to user/patient management was reported.